Event description:
It was reported that (1) device was used during a anterior resection. It was reported by the affiliate that the tlc55 reload cartridge was used. The surgeon's assistant fired the device. The cartridge jammed and only fired a few staples. Another reload was placed in the device and it fired fine to complete the case. There was no consequence to the pt. Only the reload will be returned.